Event description:
It was reported that there is pocket stimulation which was observed by the company representative. Testing was performed at various outputs, pulse widths and polarity and stimulation is evident as output and or pulse width is increased. The pocket stimulation was due to the ventricular lead voltages of greater than or equal to 3.5v. The pocket stimulation was alleviated by lowering the voltage. Capture management feature was left on as the threshold has gone up since last week. It was questioned if there was a leaky grommet on the device. The physician decided to perform surgery to manage the issue and determined that the device was fine but the lead had perforated. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.